Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the vespel bearings needed replacement which could be related to the reported event. The vespel bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: australia.

Event description:
It was reported that during surgery on (B)(6) 2024, when in use the device took a full thickness graft even though the depth was not set to do this. The patient required sutures to the wound. An alternate device was utilized to complete the procedure. There was no delay noted. On inspection it was observed that the small screw on the side with the depth measurement dial, was protruding and loose. Due diligence is complete as there is no additional information available.